Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) confirmed that the battery was depleted. The stm was unable to confirm whether the iabp was properly engaged in the cart so the batteries would properly charge. The stm engaged the iabp in the cart and the hybrid sign did show on the screen as an indicator that the iabp was charging in the cart. The stm also verified the battery indicator in the front was on and the light was going up and down showing that in fact the iabp was charging. In addition, the stm checked the power battery parameters where it showed the voltage and current (one at a time) and verified that indeed both batteries were charging. The stm left the iabp overnight and asked the customer to give him a call the next day to confirm that both batteries indeed were fully charged. The customer did confirm that the next day both batteries had been fully charged. As a result, there was no problem found. The iabp was tested for functionality and safety and both passed to factory specification. The iabp was released to the customer and cleared for clinical use.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) shut off prior to while the iabp was plugged in and the batteries were drained. There was no adverse event was reported.